Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Address - (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04671. It was reported that the ipg was intermittently unable to communicate with external devices. Additionally, the patient experienced overstimulation in the right hand and was unable to receive desired stimulation strength. The patient received an error message and the strength of the stimulation was reducing itself. Troubleshooting was unable to resolve the issue completely. As such, surgical intervention took place on (B)(6) 2020. During the surgery it was noted that the ipg was twisted in the ipg pocket and the lead was fractured in the middle. Diagnostics revealed high impedance on all contacts. The ipg was repositioned into its correct orientation. The lead was explanted and replaced with a new lead addressing the issues. Reportedly, therapy was resumed. Information received indicates that the physician alleges that the ipg was twisted due to the patient twiddling the ipg.